Event description:
It was reported that the user experienced elevated blood glucose after choosing to remain disconnected from the ilet following a cartridge change, expressed concern about insulin usage with a full cartridge lasting about two days, and was subsequently guided through reconnection and resumed insulin delivery; device function appeared normal with no reported leaks, and no alarms or malfunctions were reported by the device. Symptoms included hyperglycemia, with readings reported as high and above threshold for a few hours. Outcomes included no medical intervention, no ketone testing, no backup therapy, and no immediate health effects. Investigation included remote troubleshooting and user education regarding reconnection and insulin usage. Investigation of this case revealed that the device operated as designed and that hyperglycemia was associated with the period of disconnection rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.